Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 03/24/2021.

Manufacturer narrative:
The actual devices were not available; however photographs of the samples were provided for evaluation. Visual inspection of the photographs identified eight (8) pouches that were damaged and torn. The reported condition was verified. The cause of the condition was most likely due to the handling during the distribution process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) flexicaps had damaged crushed packaging; further described as individual packaging were opened. This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.